Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the reported event by reviewing previous qc results. The fse was able to reproduce the issue by performing qc. The fse verified pipetting positions and adjusted the positions at the test cup and the dilution well. The fse adjusted the substrate and table temperatures; the wash temperature was within range. The fse performed the "drip washer 10" and "suction washer 10" diagnostics and noted the wash was dispensed and aspirated from the test cups properly. Calibration was then performed and completed successfully but level 1 qc continued to be elevated. The fse continued troubleshooting by replacing the wash, diluent pumps, and the wash probe and verified proper wash probe positioning. The fse returned to the account when the customer reported that level 1 qc was out of range after calibration. Further troubleshooting was performed by completing decontamination on the diluent, substrate, and wash lines. The fse replaced the wash and diluent syringe pumps and performed calibration, which passed. The fse executed 10 replicates of tosoh's level 1 mac qc and 10 replicates of the mas qc. All 10 replicates of level 1 mac qc were within range, with acceptable coefficient of variations (cvs). The fse noted the mas level 1 qc continued to be elevated and only 3 out of 10 were within range (at the upper end of the range). The fse performed 10 replicates of the mas level 3 qc and noted all results were near the mean, with acceptable cvs. The mas qc lot numbers were cxl20011a and cxl20013a. The fse validated system performance by performing qc and noted qc results passed within the published ranges. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review for similar complaints was performed for mas qc lot numbers cxl20011a and cxl20013a, from 06apr2018 to aware date (B)(6) 2019. There were no other similar complaints identified during the search period. Troponin I st aia-pack ctni2 analyte application manual states the following: quality control: commercially available controls should be run at least once per day. Tosoh does not provide quality control material for this assay. It is recommended that at least two (2) levels of controls, one near the ami cutoff and one clearly elevated, be used. Quality control material to be run with this assay is defined by individual laboratory policy. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported issue is due to the mas cardioimmune qc material used by the laboratory. The investigation performed by the fse showed that tosoh's mac qc recovered within manufacturer's claim, ruling out an analyzer issue.

Event description:
A customer reported out of range high mas cardioimmune (thermo fisher scientific) quality control (qc), lot number cxl20011a, on troponin I (ctnl2) while operating on the aia-360 analyzer. The customer reported using ctni2 test cup lot number 1x19364, which they had been using with no issues prior to mas l1 qc drifting out of range high. The customer had to perform calibration frequently as an attempt to have qc be within range. A review of the data showed no imprecision in the calibration rates. As part of continued troubleshooting effort, the customer performed a 6-month system maintenance by using 10% bleach solution to run through the analyzer. The customer prepares wash and diluent in batch bottles and replaces them every 30 days. Onboard bottles are bleached each time the bottles are refilled. Technical support advised the customer to re-flush the system to ensure no bleach residue in the analyzer tubing, then perform recalibration and qc. Following the system re-flush, the customer stated level 1 qc result continued to be out of range high. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Correction: disability or permanent damage and required intervention to prevent permanent impairment/damage (devices) were inadvertently selected in the initial report submitted on 30-may-2019.